Event description:
Reporter alleged customer felt low and went to the nurse for glucose testing. It was stated one of the professional meters read 40 mg/dl compared back to back to a different professional meter of 168 mg/dl. Reporter indicated being unsure if customer was treated as a result. A request was made for the return of the suspect device and replacement product was sent.